Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing during the load fill tubing sequence. Customer's blood glucose level was 300 mg/dl. The infusion set was determined to be the cause. The customer replaced the infusion set and drops were observed to be exiting the tubing, however, the customer maintained that the pump did not function as intended. Reportedly, customer continued to use the pump for insulin therapy.